Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the flexible drill 50mm broke off. The clinical/medical investigation stated that the clinical factors which could have contributed to the reported breakage of the tip of the flexible drill 50mm could not be definitively concluded. According to the report, the surgeon was able to remove the broken tip from inside of the patient and complete the procedure without a delay using a s&n back-up device. The impact to the patient was the removal of the broken tip. Since no other harmed has been alleged to this patient, no further clinical/medical assessment is warranted at this time. A review concluded that the event reported under this complaint was previously identified. It was concluded from that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. However, there is an additional action in-progress that will address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a hip arthroscopy procedure, the tip of the flexible drill 50mm broke off. Surgeon was able to remove the piece. The procedure was performed, after no delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device finds the device received wrapped tightly in plastic wrap with the complaint case not visible. The distal tip is fractured off and was not returned. The entire device is worn and discolored from use. The clinical/medical investigation stated that the clinical factors which could have contributed to the reported breakage of the tip of the flexible drill 50mm could not be definitively concluded. According to the report, the surgeon was able to remove the broken tip from inside of the patient and complete the procedure without a delay using a smith and nephew back-up device. The impact to the patient was the removal of the broken tip. Since no other harmed has been alleged to this patient, no further clinical/medical assessment is warranted at this time. A review concluded that the event reported under this complaint was previously identified. It was concluded from that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. However, there is an additional action in-progress that will address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.